Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had air/water leakage from the insertion section. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found a stripped ultrasonic probe and the ultrasonic probe had scratches. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The device evaluation found there was a deep cut in the pink coating of the ultrasonic probe and the ultrasonic probe had scratches. In addition, the evaluation found the following; the electrical connector was corroded, the light guide lens glue was missing, the bending section cover glue was worn out, the ultrasound (us) universal cord was perforated, the piezoelectric elements were damaged, and the bending angulations were out of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's mishandling of the device. Olympus will continue to monitor field performance for this device.